Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6), 2010, that the patient experienced telemetry issues. An overdischarge of the implantable neurostimulator was suspected. A diagnostic image (anterior/posterior view) of the device was reviewed by the manufacturer representative and the leads appeared to be "coming out to the right." The patient was seen on (B)(6), 2011, for a trickle charge. The device was successfully interrogated and effective stimulation was achieved after reprogramming was performed. It was reported on (B)(6), 2011, that it was suspected that the patient's device had been overdischarged since (B)(6) 2010. An overdischarge was confirmed to have occurred in (B)(6) 2010. Problems with recharge coupling were the primary reason for the overdischarge. The patient also had "medical issues" unrelated to the device system that "distracted" the patient from the maintenance of the device. After two complete physician mode recharges (pmr's), the device remained in overdischarge. After two uses of the antenna locator feature, a power on reset (por) condition was displayed on the recharger. This, then, led to the normal recharging screen. The pocket seemed to allow for excessive movement of the device. Coupling varied between zero bars and eight bars. A flip was not confirmed. A trickle charge was performed to get the device functioning again. The patient was instructed on recharging the device and monitoring the charge level. The patient was "doing fine." It was later reported that the patient's device was removed and replaced. Normal battery depletion did not occur. There was no patient injury and the patient recovered without sequela.